Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin had a critical pump error. The customer¿s blood glucose was 117 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. Patient stated she got a critical pump error number 35. Customer stated she was swimming and she got a critical pump error. Patient stated she got no errors priors. Customer was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly.